Event description:
Timing of the nim's [nerve integrity monitor] monitor being connected to the patient - the patient had a cardiac arrhythmia. The procedure was elective, so the procedure was stopped. Nim monitor sent for evaluation.